Manufacturer narrative:
Concomitant medical product: 5068-58 lead, implanted: (B)(6) 1997; 5524m-53 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture and delivered an inappropriate shock to the patient. In addition, the lead exhibited no capture, had high pacing impedance and was oversensing noise. The lead was capped, and a new lead was implanted on the opposite side of the patient due to occlusion. No further patient complications have been reported as a result of this event.